Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06031381 that an ar-6500rbe round burrs metal shard came off of the burr. This occurred during a hip arthroscopy on (B)(6) 2023 upon immediate use of the product. All fragments were retrieved and the case was completed. There was no patient effect reported.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use and/or insufficient fluid flow during use.